Event description:
It was reported that over-infusions were observed during use of three (3) unspecified access sets in use with spectrum infusion pumps. The infusions were emptying sooner than expected (approximately 1-3 hours). The issues occurred while the patients were receiving total parenteral nutrition (tpn) via a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D1/d4/g4: the set is potentially one of the following: brand name is clearlink, model and catalog number 2r8486, UDI# is (B)(4). Brand name is clearlink/duo-vent, model and catalog number 2r8480, UDI# is (B)(4) 510k# is k153158. E1: initial reporter phone no.(additional): (B)(6). The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.